Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2024, a 10mm amplatzer septal occluder was chosen for a atrial septal defect (asd) closure using a 8f amplatzer trevisio intravascular delivery system and amplatzer guidewire. According to the measurement of the edges, the physician selected a 10mm device. During procedure, the physician used an amplatzer rope to exchange the ropes and prepared the delivery system with which it enter through the rope until the defect and loads the device. All the parts are previously purged and the when the first disc comes out, it had a cobra deformation and the device got retracted and positioned better and released again, but the device had a cobra deformation. The physician decided to remove everything and repeat everything, at that time it was observed that the device already taken a non-corresponding shape. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The device was removed and a new 8mm amplatzer septal occluder was chosen and completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
An event of device deformity did not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 8f delivery sheath was used. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.